Event description:
It was reported that the customer received a defective lens. The date (B)(6) 2022 was noted but it is unknown if this was the event date. No additional information was received.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Telephone number:+(B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.